Event description:
An internal visual inspection was performed and failed due to foreign object damage on the speaker dust cover. Pictures were taken.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional .h2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Manual functional "try it" tests were performed and failed the low audio test. Functional tests were performed and failed as audio was below specification. An internal visual inspection was performed and failed due to foreign object damage on the speaker diaphragm. Pictures were taken. The audio speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be foreign object damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.